Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; anal pain; rect pain; pain inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych; nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: nerofen & panadol extra for the treatment of: back pain . On (B)(6) 2011 the patient commenced other medication (please specify): ap o cephalexin for the treatment of: antibiotics to treat urine infections . Treatment duration: 10yrs .